Event description:
It was reported that the customer's blood glucose level was 450 mg/dl. The insulin pump was damaged. A part of the reservoir compartment was missing, causing the reservoir to fall out of the insulin pump. The product will return. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had a cracked display window, a cracked case at the display window corners, cracked battery tube threads, a broken reservoir tube lip and a missing reservoir tube o-ring.